Manufacturer narrative:
Corrected data - d1, d3, g1, and g4.

Manufacturer narrative:
Correction : d5, g4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 149613c with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 149613c and test base part number 195-430h / lot 143715a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149613c showed that the complaint rate is 0.001%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false positive with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on an unknown sample and generated a positive result. The customer reported 1 positive and 2 negative results with the binaxnow¿ covid-19 antigen self test. The customer also reported that rt- pcr confirmation testing was performed and negative results were obtained on the same day. No additional patient information, including treatment and outcome, was provided.